Event description:
While attempting to flush the pt's line the rubber stopper in the maxplus cap did not return to pt's original position but remained lodged inside the cap allowing blood to backflow through the line and out the cap.